Manufacturer narrative:
(B)(4). D10: 00-6250-065-50 item name trilogy bone scr 6.5x50 lot # j6968728. 00-6250-065-40 item name trilogy bone scr 6.5x40 lot # j7375799. 30123607 item name g7 vit e high wall lnr 36mm g lot # 65889247. 00-8018-036-05 item name femoral head +10.5x36mm dia lot # 62747907. 00-6250-065-30 trilogy bone scr 6.5x30 65473444. 0100101920 item name wagner sl revisionâ® hip stem, uncemented, ã¸ 20/190, taper 12/14 lot # 3130245. 00-4894-062-10 item name acet augm size 62. 10mm thick lot # 64803389. The device will not be returned for analysis as it currently remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.

Event description:
It was reported that the patient will undergo a revision procedure in the future due to their pelvis fractured during the surgery. Device currently remains implanted but future revision surgery date is dependent upon timing of completion of custom triflange acetabular cup. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product was returned or medical records were provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.